Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's (lm) investigation. The device was evaluated by olympus, and the guidewire tip was observed to be detached from the basket. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been less than 1 year since the subject device was manufactured. Based on the results of the investigation, the reported issue was likely caused by the guidewire tip (region of the device) being bent excessively. This may have caused adhesion peeling between the guidewire tip and the distal tip and as a result, the guidewire tip detached. However, the root cause of the event could not be determined. The event can be detected/prevented by following the instructions for use (IFU) which states: ¿when inserting the instrument into the endoscope, hold it close to the biopsy valve and keep it as straight as possible relative to the biopsy valve. Otherwise, the insertion portion could be damaged.¿ this supplemental report includes an update to d9 and h3 from the initial medwatch. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that during an unknown procedure, the tip of singe use retrieval basket fell off into the patient's body and was retrieved. The user finished the case with another device. No patient injury reported.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.